Event description:
This report summarizes 1 malfunction events. A review of the events indicated that one (1) patient sample test using anti-jkb monoclonal gamma-clone reagent on automated blood bank systems produced an unexpected negative results for the anti-jkb antibody. The results represented a false negative due to prior patient history or, testing completed by other methods that demonstrated the presence of the specific antibody. Subsequent testing of the reagent retention lot and an antigen validation test of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes was determined for the malfunction.